Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced erosion around cylinders. All components were explanted and replaced.